Event description:
A home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding the notation of liquid under the homechoice machine and on the floor during the last fill of the hp's automated peritoneal dialysis therapy. Baxter's tsc assisted the hp in ending therapy early. Per the hp, no moisture was noted on the cassette or on the inside of the door of the homechoice machine while discarding supplies. The hp was unable to locate the origin of the leak. No pets have access to the supplies prior to, or during, therapy, and all supplies were checked over prior to use, with nothing unusual noted. The hp completed therapy manually. No patient injury or medical intervention was associated with this incident, per the hp.